Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a communication failure occurred due to water immersion in the cable and the imaging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the image issue was caused by a failure of the imaging system with parts for the charged coupled device and image sensor failing. Other issues found were: the cable section cable was flooded, the head main body had wear, the cable part was twisted with cable damage on it. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head had the image not appearing as it was pitch black. The issue occurred during preparation for use for use for a therapeutic procedure that was completed with another camera with no delay. There were no reports of patient harm.